Manufacturer narrative:
Patient age is unknown, however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used in a replacement procedure (date is unknown). According to the complainant, post implantation, the device came out of the patient's stoma site (date is unknown). It was reported that the patient may have accidentally removed the device. The device was replaced with a different device. There were no patient complications reported as a result of this event and the patient condition was reported to be stable.